Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical review on the reported event and determined that the reported device issue was not a factor in the death of the patient.

Event description:
The customer reported that their device would not recognize the connection of the defibrillation therapy electrodes to the patient during an event.  The customer indicated that they had to change the connection to the defibrillation hard paddles to continue care.  The customer indicated that the patient was found with lividity and had signs of death.  Upon arrival, the customer initially connected the ECG electrodes and upon seeing what they thought was a fine ventricular fibrillation rhythm, they connected the defibrillation therapy electrodes.  Once those were connected, the customer only observed dashed lines on the display and no ECG. The patient did not survive.  The customer indicated that the reported device issue was likely not a factor in the patient's death.